Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had crack as there was no screw thread in battery compartment. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting. The insulin pump will be returned for analysis.